Manufacturer narrative:
An embolization coil was returned for analysis, along with the microcatheter and pusher. The implant was returned with a verification label for a coil size of 5mm x 11cm; however, the reported indicated in the original report was a 6mm x 17cm coil. Visual inspection revealed the implant coil was still attached to the pusher wire, which is in conflict with the reported complaint. As the returned device does not appear to be the device associated with the reported complaint, an evaluation of the complaint device could not be performed. The root cause could not be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a treatment for pelvic varices, the coil detached in the microcatheter. Both segments of the coil were removed in their entirety. There was no reported intervention or patient injury. The patient is reported to be stable.